Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported during drain 2 of 3 that the cycler alarmed for air detected in the cassette. He attempted to clear the alarms and was not successful. Treatment was discontinued. When removing the cassette the patient found fluid inside the cassette door. He was advised to contact his pd nurse. The set was discarded. During follow up the patient reported that he had no complications from this event. No adverse event reported at this time.